Event description:
It was reported that during the implant procedure, the atrial lead exhibited high impedances and thresholds, and an inability to capture. The physician attempted to place the lead in multiple locations, all with similar results. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.